Event description:
The patient reported that they just had their device turned on and are experiencing motor control problems on the left side and their speech is a little off as of (B)(6) 2016. It was confirmed they did not have these problems prior to turning stimulation on and the issues have not improved. Follow up with the healthcare provider (hcp) is to be conducted. Follow up information received from the hcp on (B)(6) reported that they decreased voltage and sinemet to help eliminate the dyskinesia. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the hcp adjust the voltage to help resolve the motor control and speech problems. The patient did better initially then began having the same symptoms as before. Their right side still remains good.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.